Manufacturer narrative:
(B)(4)

Event description:
It was reported that an episode of non-sustained vf with an aborted shock due to svt with post-sensed t-wave oversensing was observed. Programming changes were recommended.